Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated her uterus"), device dislocation ("the left essure micro-insert could not be visualized, suggesting that it too had migrated.") And pelvic inflammatory disease ("postoperatively; severe inflammation throughout the tissue and the organs") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dyspareunia ("painful intercourse."), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menstruation; abnormally heavy menstruation") and abdominal distension ("abdominal distention and bloating"). The patient was treated with surgery (bilateral salpingectomy in order to remove the essure micro-inserts.), surgery (bilateral salpingectomy in order to remove the essure micro-inserts.) And surgery (bilateral salpingectomy in order to remove the essure micro-inserts.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, fatigue, dyspareunia, dysmenorrhoea, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic inflammatory disease and uterine perforation to be related to essure. The reporter commented: despite treatment, plaintiff's symptoms did not improve, physician advised that she would continue to have pain until the essure device was removed. Physician had anticipated having to perform a bilateral salpingectomy in order to remove the essure micro-inserts. However, upon examination of the uterine cavity via hysteroscopy, he discovered that as a result of the migration of the right essure micro-insert into the uterus, surgical excision was not necessary to effectuate its removal. The left the essure micro-insert was still in the fallopian tube and, therefore, a left salpingectomy was performed to complete its removal. Postoperatively, physician advised her that during his surveillance of her pelvic cavity, he noted severe inflammation throughout the tissue and the organs. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. In (B)(6) 2015, ultrasound and diagnostic hysteroscopy revealed that the right essure micro-insert had migrated out of her fallopian tube, and had perforated her uterus. He left essure micro-insert could not be visualized, suggesting that it too had migrated. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil started to migrate into the uterus/ perforated her uterus"), device dislocation ("the left essure micro-insert could not be visualized, suggesting that it too had migrated/ migration of essure device location of device: left essure coil starting to shift up") and pelvic inflammatory disease ("postoperatively; severe inflammation throughout the tissue and the organs") in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy in 2009, missed abortion on (B)(6) 2012 and false pregnancy. Concurrent conditions included hypertension since 2006 and vitamin d deficiency. Concomitant products included hydrochlorothiazide, ibuprofen (motrin), labetalol, lisinopril since 2012 and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menstruation; abnormally heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe and often stabbing, lower abdominal pain"), fatigue ("fatigue"), abdominal distension ("abdominal distention and bloating"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain ("severe and often stabbing, pelvic pain/ pain (pelvis)"). The patient was treated with surgery (removal of essure coils/left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, fatigue, dyspareunia, dysmenorrhoea, abdominal distension, vaginal haemorrhage, alopecia, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, plaintiff's symptoms did not improve, physician advised that she would continue to have pain until the essure device was removed. Physician had anticipated having to perform a bilateral salpingectomy in order to remove the essure micro-inserts. However, upon examination of the uterine cavity via hysteroscopy, he discovered that as a result of the migration of the right essure micro-insert into the uterus, surgical excision was not necessary to effectuate its removal. The left the essure micro-insert was still in the fallopian tube and, therefore, a left salpingectomy was performed to complete its removal. Postoperatively, physician advised her that during his surveillance of her pelvic cavity, he noted severe inflammation throughout the tissue and the organs. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilaterally blocked fallopian tubes; in (B)(6) 2013: confirming full occlusion of fallopian tubes. In (B)(6) 2015, ultrasound and diagnostic hysteroscopy revealed that the right essure micro-insert had migrated out of her fallopian tube, and had perforated her uterus. The left essure micro-insert could not be visualized, suggesting that it too had migrated. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- lot number was provided. All relevant medical history, concurrent condition were added. Events vaginal haemorrhage, alopecia, weight increased, weight decreased, abdominal pain, back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil started to migrate into the uterus/ perforated her uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("the left essure micro-insert could not be visualized, suggesting that it too had migrated/ migration of essure device location of device: left essure coil starting to shift up") and pelvic inflammatory disease ("postoperatively; severe inflammation throughout the tissue and the organs") in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, ectopic pregnancy in 2009, missed abortion on (B)(6) 2012, false pregnancy, salpingectomy (right side fallopian tube removed) in (B)(6) 2011, uterine dilation and curettage in 2004, anxiety, gestational diabetes mellitus, multigravida (6) and parity 3 (live births ((B)(6) 2007, (B)(6) 2010 and (B)(6) 2012).). Concurrent conditions included hypertension since 2006 and vitamin d deficiency. Concomitant products included hydrochlorothiazide, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), labetalol, lisinopril since 2012 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2013, the patient experienced pelvic pain ("severe and often stabbing, pelvic pain/ pain (pelvis)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("prolonged and abnormal menstruation; abnormally heavy menstruation/menorrhagia") and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe and often stabbing, lower abdominal pain"), fatigue ("fatigue"), abdominal distension ("abdominal distention and bloating"), abdominal pain ("abdominal pain"), back pain ("back pain") and menstrual disorder ("abnormal menstrual cycles") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with paracetamol (tylenol) and surgery (removal of essure-bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, pelvic inflammatory disease, vaginal haemorrhage, fatigue, dyspareunia, dysmenorrhoea, abdominal distension, alopecia, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain, back pain and menstrual disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, plaintiff's symptoms did not improve, physician advised that she would continue to have pain until the essure device was removed. Physician had anticipated having to perform a bilateral salpingectomy in order to remove the essure micro-inserts. However, upon examination of the uterine cavity via hysteroscopy, he discovered that as a result of the migration of the right essure micro-insert into the uterus, surgical excision was not necessary to effectuate its removal. The left the essure micro-insert was still in the fallopian tube and, therefore, a left salpingectomy was performed to complete its removal. Postoperatively, physician advised her that during his surveillance of her pelvic cavity, he noted severe inflammation throughout the tissue and the organs. Since her removal surgery, her symptoms have mostly resolved, though some remain. Right: 4 coils and left: 3 coils. The patient tolerated the procedure well. In (B)(6) 2015, ultrasound and diagnostic hysteroscopy revealed that the right essure micro-insert had migrated out of her fallopian tube, and had perforated her uterus. The left essure micro-insert could not be visualized, suggesting that it too had migrated. Urine pregnancy test pos (interpreted as positive), took second pregnancy test it was negative okay per doctor. Physical examination: genitourinary: rectum normal, vagina normal, cervix normal, right adnexa normal, left adnexa normal and vulva normal. Uterus is enlarged. Endovaginal sonogram: showed tissue still within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilaterally blocked fallopian tubes; in (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdomen pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received : the following events were added- menstrual disorder, device ineffective,ectopic pregnancy with contraceptive device, onset date of the event abnormal bleeding, device dislocation, hair loss and dysmenorrhea were updated, onset date of the event pelvic pain was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the right coil started to migrate into the uterus/ perforated her uterus"), device dislocation ("the left essure micro-insert could not be visualized, suggesting that it too had migrated/ migration of essure device location of device: left essure coil starting to shift up") and pelvic inflammatory disease ("postoperatively; severe inflammation throughout the tissue and the organs") in a 27-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy in 2009, missed abortion on (B)(6) 2012, false pregnancy, salpingectomy (right side fallopian tube removed) in (B)(6) 2011, uterine dilation and curettage in 2004, anxiety and gestational diabetes mellitus. Concurrent conditions included hypertension since 2006 and vitamin d deficiency. Concomitant products included hydrochlorothiazide, ibuprofen (motrin), labetalol, lisinopril since 2012, medroxyprogesterone acetate (depo-provera) and vicodin (norco). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menstruation; abnormally heavy menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe and often stabbing, lower abdominal pain"), fatigue ("fatigue"), abdominal distension ("abdominal distention and bloating"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain ("severe and often stabbing, pelvic pain/ pain (pelvis)"). The patient was treated with paracetamol (tylenol), surgery (removal of essure) and surgery (left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, fatigue, dyspareunia, dysmenorrhoea, abdominal distension, vaginal haemorrhage, alopecia, weight increased and weight decreased outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, plaintiff's symptoms did not improve, physician advised that she would continue to have pain until the essure device was removed. Physician had anticipated having to perform a bilateral salpingectomy in order to remove the essure micro-inserts. However, upon examination of the uterine cavity via hysteroscopy, he discovered that as a result of the migration of the right essure micro-insert into the uterus, surgical excision was not necessary to effectuate its removal. The left the essure micro-insert was still in the fallopian tube and, therefore, a left salpingectomy was performed to complete its removal. Postoperatively, physician advised her that during his surveillance of her pelvic cavity, he noted severe inflammation throughout the tissue and the organs. Since her removal surgery, her symptoms have mostly resolved, though some remain. Right: 4 coils and left: 3 coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilaterally blocked fallopian tubes; in (B)(6) 2013: confirming full occlusion of fallopian tubes. In (B)(6) 2015, ultrasound and diagnostic hysteroscopy revealed that the right essure micro-insert had migrated out of her fallopian tube, and had perforated her uterus. The left essure micro-insert could not be visualized, suggesting that it too had migrated. Urine pregnancy test pos (interpreted as positive), took second pregnancy test it was negative okay per doctor. Physical examination: genitourinary: rectum normal, vagina normal, cervix normal, right adnexa normal, left adnexa normal and vulva normal. Uterus is enlarged. Endovaginal sonogram: showed tissue still within the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdomen pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.